Event description:
It was reported that the patient developed an infection.

Manufacturer narrative:
The lead was received approximately (B)(6) after explant.

Manufacturer narrative:
No medwatch form was received.